Event description:
Hcp reported stimulator worked intermittently and at different strengths in 2005. Hcp reported infection the following month and operative removal/revision of stimulator. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional is received.